Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral MRI indicated rupture, left side.

Manufacturer narrative:
Sientra complaint #: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with bald spots on the anterior and posterior surface, and moderate yellowing. The device weighed 252.3 grams. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.